Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported an event of 1 syringe of juvéderm® ultra plus xc had "broken at the hub and product got on the patient." Patient contact was made. There was no injury to patient nor staff. Packaged needle was not used for injection; a cannula was used.